Event description:
Zenith aaa endograft placed to treat an abdominal aortic aneurysm. The graft was successfully deployed and completion angiogram showed no endoleak. Upon withdrawal of the main body sheath, there was a dissection noted to the right common femoral artery, superior to the insertion site of the tfb. The patient became hemodynamically unstable. A coda balloon was inserted through the contralateral iliac leg and inflated within the proximal seal zone of the tfb. The patient's blood pressure stabilized. The physician made an incision above the inguinal ligament to explore the right external iliac artery. A complete dissection of the right external iliac artery was noted as foar proximal as the internal iliac bifurcation. Exposure to the right common iliac was performed; the physician decided to expose of 8mm diameter ptfe graft material was swen to the distal end of the tfle, as an end to end anastomosis. The graft was tunneled under the inguinal ligament and an end to side anastomosis was established on the right common femoral artery. Another angiogram noted to endoleak and good flow to the right common femoral artery.

Event description:
Zenith aaa endograft placed to treat an abdominal aortic aneurysm. The graft was successfully deployed and completion angiogram showed no endoleak. Upon withdrawal of the main body sheath, there was a dissection noted to the right common femoral artery, superior to the insertion site of the tfb. The pt became hemodynamically unstable. A coda balloon was inflated within the proximal seal zone of the tfb. The pt's blood pressure stabilized. The dr made an incision above the inguinal ligament to explore the right external iliac artery. A complete dissection of the right external iliac artery was noted as far proximal as the internal iliac bifurcation. Exposure to the right common iliac was performed; the dr decided to expose the distal end of the ipsilateral tfle. A segment of 8mm diameter ptfe graft material was sewn to the distal end of the tfle, as an end to end anastomosis. The graft was tunneled under the inguinal ligament and an end to side anastomosis was established on the right common femoral artery. Another angiogram noted no endoleak and good flow to the right common femoral artery.